Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient was disappointed as they had not had much help with their bladder symptoms. This had started last week ( (B)(6) 2019). They stated that her baseline issue was not a little dribbling but was if they waited too long and ¿once it starts she cannot stop literally it just lets go¿. The patient noted that they got the device to get off myrbetriq. They started on program 1 which worked for a while then it stopped. They went to program 2 and that did not work as well so they finally tried program 3 which worked for a while and was not working now. After the patient had it on program 3. They thought it was at 3.0 but when they checked it, it was at 0.3 and maybe that was why it was not working. The patient wanted to know if the handset and communicator needed to be powered up and lit at all times in order for the therapy to work. Basic device education was provided to the patient. They were also redirected to follow up with their healthcare professional (hcp) for the issue. Follow up information received from the patient on oct. 29, 2019 reported that they did not notify their managing physician for the issue but they did note an appointment of (B)(6) 2019. Regarding a cause for the issue, the patient stated that they were unsure what happened. As a step taken to resolve the issue, the patient checked the setting and changed it back to 3.0 when they noticed the difference. They further stated that the issue was not completely resolved as the patient was going to try a higher setting to see if that helps more. There were no further complications reported or anticipated.